Event description:
It is reported the surgeon couldn't insert the locking nail cap because it was bent. A different nail cap was inserted.

Manufacturer narrative:
This report will be amended when our investigation is complete.